Event description:
It was reported that a homechoice cassette leaked. The event was further described as "connection bridge b, the one connected to the abdominal penetration machine, was damaged due to infiltration fluid leaking in." This occurred during an unspecified process step for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal 91000 dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.